Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 87 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The customer had blood glucose level 170 mg/dl, 236 mg/dl and 83 mg/dl and current blood glucose level was 120 mg/dl. The customer was treated with food for low blood glucose level. The insulin pump will not be returned for analysis.